Event description:
Healthcare professional reported, "gastric lap band removed due to noted leaking." Additional information: healthcare professional noted the event was first noticed due to the "past couple of attempts" to fill the band being unsuccessful.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The reporter of the complaint was asked to return the product for analysis. The reporter has declined to return the device. Based upon the catalog number and implanted date provided by the reporter the connector type is assumed to be a taper ii. The devices have not been returned therefore no device evaluations can be performed.